Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828810pl) was returned for evaluation. Failure analysis: the position of the cam when valve was received was at setting 5. The valve was visually inspected, rc in up position. The valve was irrigated and hydrated. The valve failed the test, rc in up position. The valve passed the test for occlusion, leak and reflux. The valve failed the pressure test. The valve was observed under microscope: knock marks were observed on the casing. The decontamination method used on the device, eto, is not the recommended one for this product, but it didn't have an impact on the product. Root cause analysis: the root cause for programming issues reported by the customer and observed during investigation is due to rotation construction being stuck in up position. The root cause for pressure issue during investigation is due to rotation construction being stuck in up position. The root cause for the rotation construction being stuck in up position was due to the valve receiving a hard knock.

Event description:
Na.

Event description:
A physician reported a certas valve (ID 828810pl) would not change pressure level settings from 5 despite numerous attempts. Therefore, the valve was removed. No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.